Manufacturer narrative:
The device was returned to stryker for evaluation and the issue was verified and duplicated. Evaluation determined the cause of the reported issue was due to a missing magnet in the device's lid. The device was archived by stryker and the customer received a replacement device.

Event description:
The customer contacted stryker to report that their device's voice prompts do not start upon opening the lid. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.